Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated this unit and was unable to reproduce the reported issue. However, the stm was able to verify the autofill failure issue in the iabp¿s diagnostic error log. This error code points back to the iabp being disconnected. The stm requested the clinical staff to save the catheter but they disposed of it. The stm connected a 50cc sensation catheter as well as a 40cc and ran the unit for an hour without any issues. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) presented autofill failures alarms, when the unit was first connected to the patient. The iabp was replaced. There was no patient harm and no adverse event was reported.